Event description:
A customer in the united states notified biomérieux of discrepant results associated with the observa® pc (reference w0450). The customer reported that they had a bottle that was linked to another patient in the observa software. (B)(4) has patient (B)(6) and alternate patient (B)(6). The correct patient ID should be (B)(6). Review of the customer's system log shows that the accession was originally received by observa on 27jul2018 at 06:32 am. The correct patient identification (ID) was sent in field 8.3 as (B)(6) and the alternate patient ID is blank. As per observa rules if the alternate patient ID is blank the patient ID is copied to the alternate patient ID field as is apparent in this case. All reuse rules for patient, ID and alternate patient ID are set to always unique. A system log search was performed for events by description and date where the description contains "change" and the date is after or equal to (B)(6) 2018 and before or equal to (B)(6) 2018. This returned the record in question. It revealed that the records for patient ID were changed from (B)(6) by user name bottle lis on (B)(6) 2018 at 5:38 pm. This was flagged as a data change at this exact same time a specimen was loaded for patient (B)(6) with accession (B)(4) on (B)(6) 2018 at 5:38 pm. The events were coincident. The customer stated that no incorrect patient information was reported out, because they verified the bottles that were on the "positive bottle to unload" report. Observa pc backups were requested from the customer in order to fully investigate the occurrence. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to discrepant results associated with the observa® pc (reference w0450). The customer reported that they had a bottle that was linked to another patient in the observa software. Biomérieux obtained permission for vilink access into the customer's observa system, and confirmed a change occurred between the two patient ID records [2512976 and 1556991]. The change on the bottle lis changed the patient association on (B)(6) 2018 at 5:38pm [accession number t68136, patient ID (B)(6)]; the same time the bottle for patient ID (B)(6) was loaded onto the 3d bact/alert® system. The patient ID changed from (B)(6) to (B)(6) by user name bottle lis on (B)(6) 2018. The observa's data mapping reuse rule settings were the following: - accession number - astm field: specimen ID 9.4.3, reuse: unique for 30 days, default value: no default - patient ID - astm field: practice assigned patient ID 8.1.3, reuse: always unique, default value: same as alt patient ID - alt patient ID - astm field: lab assigned patient ID 8.1.4, reuse: always unique, default value: no default the customer's observa releasepropterites.txt configuration settings were the following: - "create new specimen for each accession" is set to true - system log deletion threshold - 90 days. Biomérieux noticed that the session has an action code of a in astm field 9.4.12, which means it is an addendum to the previous session sent by the lis. The observa backup was requested from the customer multiple times, but was not received. The backup was needed to determine the root cause. Biomérieux recommended to leave the astm 9.4.12, action code data mapping field as null, or send n for new. The lis vendor made the change in their test environment and it passed. The lis vendor, sunquest changed the setting in production for the action code field as well. The outcome is unknown; the customer stated that they will monitor the change. The reuse of the accession numbers and the action code listed as "a" were determined to be the most probable root causes as the true root cause could not be identified. Biomérieux cannot investigate this issue any further.